Event description:
It was reported that two patients had their device removed over a year after implant because of ¿failure to improve symptoms of gastroparesis.¿ a subtotal gastrectomy was performed at the surgery for device removal. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).